Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No changes or intervention was reported. The patient condition is unknown.